Event description:
It was reported that insulin gauge displayed amount different than expected, with mobile app showing higher fill estimate than actual insulin in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer, with assistance from technical support, reloaded same cartridge, after which displayed insulin amount closely matched actual amount, and issue was resolved with no further action required.